Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer found a wire from the wrist of the force bipolar instrument was broken. The customer was trying to remove the instrument under direct vision with straight wrist for cleaning. The customer noticed that the instrument could not be removed from the cannula, and the wrist was stuck at the tip of the canula. Finally, when the customer removed the instrument, they saw that a portion of the wrist was damaged. No fragment fell into the patient. A backup da vinci instrument was used. The procedure was completed with no patient harm.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. An image review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The fae confirmed that the base of the grip may be dislodged. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the event. The reporter confirmed that as reported by the (operating room) or staff, there was no dislodged/misaligned jaw or grip tip sticking out observed. Prior to attempting to remove the instrument, the jaws were slightly open. Isi received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The force bipolar passed the bumper and energy delivery tests. The instrument was installed back and forth into the cannula with no issue. The instrument was fully functional. Unrelated to the reported issue, there was mechanical indentation and burrs found at the grip tips.

Event description:
Refer to h10/h11 for follow-up information.